Event description:
It was reported that pump screen was dark and would not turn on. There was no adverse impact to the customer¿s blood glucose level. Customer followed technical support instructions to press pump button in different ways and to plug pump into working power source, but pump still did not turn on and showed red light and repeated vibrations, so technical support arranged pump replacement, instructed customer to place nonworking pump in storage mode, use multiple daily injections as backup insulin therapy, program settings and reconnect continuous glucose monitor on replacement pump, and return nonworking pump with prepaid label, which customer understood and acknowledged.